Manufacturer narrative:
The prograsp forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken main tube approximately 48.43" from the distal tip. The component is broken and there are missing pieces, but the size of the missing pieces cannot be confirmed. The missing pieces were not returned. Components adjacent to this broken main tube do not show damage. Additionally, for this case, the main tube was broken, and various components appear to have been cut off and not returned. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during central processing, the prograsp forceps instrument plastic from the peel pack had melted to the tip of the instrument. The end of the prograsp forceps instrument was also broken at a 90-degree angle, which appears to have been damaged during the cleaning process and was not detected until after sterilization. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing material and device damage were discovered before the start of the surgical procedure, during instrument opening in the operating room, with no patient present. The damage likely occurred during central sterile processing, as melted plastic from the peel pack was found adhered to the instrument tip. No fragments were reported to have fallen from the instrument and, as the discovery was made prior to patient contact, there was no patient involvement, no actions required for patient safety, and no post-surgical complications related to the incident.